Event description:
The customer reported they replaced the touchscreen (correlative complaint documented in philips' complaint database) and now the ventilator will not power off. There was no patient involvement. The remote service engineer (rse) advised the customer to replace the user interface (ui) pcba. The customer replaced the ui and the issue persisted. Confirmed the v60 35-volt supply is at zero volts. Advised customer to reconnect all cables to the power management board and retest. Advised customer to order and replace the power management (pm) board. The customer who performed troubleshooting advised however could not resolve the issue, so the ventilator was sent in to bench repair. The bench repair engineer (be) confirmed the reported issue of unit cannot be turned off after boot up. The be determined the motor controller pcba is malfunctioning. No primary alarms displayed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The bench engineer (be) replaced the motor controller pcba and performed testing. All tests passed.

Manufacturer narrative:
The motor controller board was received for failure investigation. The customer complaint was verified. The root cause is electrical short in 35v net.